Event description:
Complainant alleged that while attempting to treat a pt, after successfully delivering one shock, disconnecting and reconnecting the pt to the device, the device inappropriately shut down. Complainant indicated that the clinician powered up the device, placed back into defib mode, pressed the wave 2 button and again the device shut down. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.